Event description:
Procedure performed: robotic prostatectomy. Event description: the ring in the middle came out of the trocar. They had to retrieve it out of the patient. All pieces were retrieved. Intervention: removed the ring out of the patient, disposed of the trocar and used a new one. Patient status: no patient injury indicated

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.